Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site,a condition that could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 500 mg/dl a day and a half after the pod was activated. And that the cannula had slipped out of the skin.